Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the needle cover of the complaint sample was observed to be sticking / protruding out of the bottom web of the blister unit packaging. Therefore, the customer experience was conformed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The packaging process was reviewed. From the photo evaluation, the hole seen in the bottom web of the blister unit packaging is not likely to be there before the bottom web forming as the bottom web is formed with the help of a vacuum suction which would have caused severe damage to the package if the hole had been there. There is a sensor which detects protruded parts out of the blister unit pocket before sealing, leading the operator to remove the part. There was no faulty sensor recorded during the manufacturing of this batch. A simulation was carried out by exerting a force manually on a unit packaged in the same direction. As there was no actual sample returned, the team was not able to check the size of the protruded hole for comparison of the simulated sample. Therefore, the root cause of this non-conformance is unknown.

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y package was broken and the tip of the needle was sticking out. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) when the nurse placed the indwelling needle on the cart, she found that the outer package was broken and the tip of the needle was sticking out of the plastic package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y package was broken and the tip of the needle was sticking out. This was discovered before use. The following information was provided by the initial reporter: on june 19, when the nurse placed the indwelling needle on the cart, she found that the outer package was broken and the tip of the needle was sticking out of the plastic package.